Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the valve is stuck. Associated malfunctions for this device; sieve beds saturated, muffler and tie wraps leak.